Event description:
The customer stated that the insulin pump alarmed off no power without first alarming low battery. Nothing further was reported.

Manufacturer narrative:
The display was blank due to corrosion on the battery cap contact.